Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect/missing label information with the incident lot was observed. Evaluation of the customer samples was performed and incorrect/missing label information was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that a missing label was found before use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "the tube didn't have either label on it."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing label was found before use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "the tube didn't have either label on it."